Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other five proglide devices referenced in describe event or problem are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with three proglide devices, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. A cuff miss occurred with one proglide device. The sutures of two other proglide devices were preplaced. The sheath was upsized to 12 f and the aaa procedure was completed. During knot tightening, hemostasis was not achieved. Three additional proglide devices were deployed but hemostasis was not achieved. The sutures of five proglide devices had been deployed in the external iliac artery, as the devices were inserted too far into the anatomy. Device inspection revealed a foot break on one proglide device. A surgical cutdown was performed to repair the external iliac artery and to achieve hemostasis. Hospitalization was extended two days due to the surgical procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure. Based on the reported information, the reported device was inserted too far into the anatomy and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.